Manufacturer narrative:
Investigation is ongoing. This is one of three manufacturer reports being submitted for this case. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07707.

Event description:
Per pre-decontamination observations, the fully deployed valve had bent struts and did not correct itself, half of inflow struts exposed through skirt. The valve frame was canted and had bent strut located at c2. Per the field clinical specialist (fcs), during a tavr procedure using a 26mm sapien 3 ultra valve via subclavian approach, the operators experienced difficulty advancing the valve and delivery system through sheath due to the patient being very large and not having enough support. The valve 'poked' through the mid section of the sheath and the operators were able to see the valve through the sheath. The sheath and delivery system had to be removed as a unit from patient. There was no frame damage. There was a vascular complication (dissection) that occurred when the valve poked though the sheath had to be addressed by a vascular surgeon. The repair of the right subclavian was a success.

Manufacturer narrative:
Previous device code 527-valve is no longer applicable. The valve was returned in a crimped state and visual observation revealed one (1) bent strut at the inflow. The expanded state of the valve revealed leaflets were wrinkled and dehydrated due to storage condition (prolong crimping, one (1) bent strut at inflow near c2 and a deformed frame. Imagery from site was returned review revealed the following; undersized vessel (recommended >6mm for 16fr esheath) of patients access vessel. Tortuosity of the patients access vessel. Undersized (rectangle) and tortuosity (arrow) of patients access vessel. No dimensional inspection was able to be performed due to device return condition. No functional testing was able to be performed due to device return condition. No imagery was provided therefore no imaging evaluation was performed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The complaint for failure frame damage was confirmed, however a complaint history review is not required as the issue has been previously identified in existing product risk assessment which captures root cause analysis for the issue. A lot history review was performed and revealed no other complaints relating to the event. Difficulty advancing the commander delivery system with sapien 3 ultra crimped valve through the esheath resulting in frame damage has previously been documented in an existing product risk assessment, the content was reviewed and the existing mitigation's remain applicable. The inspections and tests support that it is unlikely that a nonconformance contributed to the reported complaint. The instructions for use (IFU)/training mitigation/controls relevant to this issue have been documented in an existing product risk assessment. Based on the review no IFU or training deficiencies were identified. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. The complaint for failure frame damage was confirmed based on device evaluation. A review of the DHR, and manufacturing mitigation did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, during a tavr procedure using a 26mm sapien 3 ultra valve via subclavian approach, they experienced difficulty advancing the valve and delivery system through sheath due to the patient being very large and not having enough support. The valve poked through the midsection of the sheath and they were able to see the valve through the sheath. Per pre decontamination observations, the fully deployed valve had bent struts at c2. Additionally, provided imagery revealed undersized and torturous access vessel and the case involved large patients which require a steep insertion angle due to the extra tissue between the vessel and puncture location as noted by the lack of support in the complaint details. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath 12 cm while advancing the thv/delivery system, and do not over manipulate the sheath at any time. Undersized access vessels can create a constrained effect on the sheath resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system with crimped valve. Tortuosity and steep insertion angles lead to noncoaxial alignment between the delivery system with crimped valve and sheath, which may lead to noncoaxial advancement of the delivery system that leads to resistance. In order to overcome this resistance, high push force was likely used causing the crimped valve interacting within the sheath leading to bent strut. As such, available information suggests that patient factors (tortuosity, undersized vessels) and/or procedural factors (steep insertion angle, high push force) may have contributed to the complaint event. An existing product risk assessment assesses the risks associated with frame damaged during use or failure frame damage for s3u with commander delivery system and esheath configuration and a corrective/preventive action was initiated to address the issue. The assessment determined that the product is performing as expected and within control limits; therefore, no further action is required. No further action is required.